Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing. Technical services (ts) was contacted, and ts discussed programming options and noted a bit of noise and oversensing. The health care professional reported that the patient passed out. The s-ICD system remains in service. No adverse patient effects were reported.